Manufacturer narrative:
(B)(4). Batch # 561a98. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? *or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Not sure if the device lock-out. The device started firing but stopped. It is unknown if the staples started to deploy. *was there any difficulty opening the device? No further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No further information will be provided. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with three gst60t reloads present. The reloads were received partially fired 1/2. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife stopped moving at the firing. The same issue occurred three time in a row. The device was used on the lung. The device with a gold cartridge was fired properly. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.